Event description:
The complainant reported that during the therapeutic egd procedure on a patient the gold tip and 5cm nitinol core fell off inside the patient. The physician removed the tip with a snare through the scope during egd, without complications. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.

Manufacturer narrative:
This device has been received by this manufacturer, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.